Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometriosis, uterine prolapse, menorrhagia, allergy (estrogen and hydrocodone bitartrate; oxycodone hcl; acetaminophen; estrogens; and omeprazole.), stress urinary incontinence, uterine prolapse, dyspareunia, dysmenorrhea, vulvodynia (egbus: she has mild vulvodynia on the left side of the vestibule. Vagina: even with valsalva, there is minimal prolapse. Stage ii at worse. Most notable is the discomfort.), myofascial pain syndrome, cystitis interstitial and pelvic pain female. Previously administered products included: colestid, lactobacillus rhamnosus, hydromorphone, ibuprofen and pantoprazole. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1457 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, uterosacral ligament suspension). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: impression: essure unsuccessful - only l (left) essure placed and r (right) tube unable to advance device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.323 kg/sqm. [Pathology test] on (B)(6) 2020: surgical pathology report: final diagnosis: cul-de-sac, right, biopsy: features of endometriosis. Negative for malignancy. Uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterine cervix: mild chronic cervicitis. Negative for dysplasia or carcinoma. Endometrium : secretory pattern endometrium. Negative for hyperplasia, atypia or carcinoma. Myometrium : negative for malignant features. Fallopian tubes: negative for dysplasia or carcinoma. Soft tissue, left pelvic sidewall, biopsy: fibroadipose tissue with fibrosis. Negative for malignancy. Clinical history: dysmenorrhea, cystocele with uterine prolapse, pelvic pain in female. Gross description: the right fallopian tube is 5 cm in length x 0.5 cm in diameter and is fimbriated. Sectioning reveals a tan pinpoint lumen. The left fallopian tube is 5 cm in length x 0.5 cm in diameter and is fimbriated. Sectioning also reveals a tan pinpoint lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometriosis, uterine prolapse, menorrhagia, allergy (estrogen and hydrocodone bitartrate; oxycodone hcl; acetaminophen; estrogens; and omeprazole.), stress urinary incontinence, uterine prolapse, dyspareunia, dysmenorrhea, vulvodynia (egbus: she has mild vulvodynia on the left side of the vestibule. Vagina: even with valsalva, there is minimal prolapse. Stage ii at worse. Most notable is the discomfort.), myofascial pain syndrome, cystitis interstitial and pelvic pain female. Previously administered products included: colestid, lactobacillus rhamnosus, hydromorphone, ibuprofen and pantoprazole. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1457 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, uterosacral ligament suspension). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: impression: essure unsuccessful - only l (left) essure placed and r (right) tube unable to advance device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.323 kg/sqm. [Pathology test] on (B)(6) 2020: surgical pathology report: final diagnosis: a) cul-de-sac, right, biopsy: 1. Features of endometriosis. 2. Negative for malignancy. B) uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterine cervix: 1. Mild chronic cervicitis. 2. Negative for dysplasia or carcinoma. Endometrium : 1. Secretory pattern endometrium. 2. Negative for hyperplasia, atypia or carcinoma. Myometrium : negative for malignant features. Fallopian tubes: negative for dysplasia or carcinoma. C) soft tissue, left pelvic sidewall, biopsy: 1. Fibroadipose tissue with fibrosis. 2. Negative for malignancy. Clinical history: dysmenorrhea, cystocele with uterine prolapse, pelvic pain in female. Gross description: the right fallopian tube is 5 cm in length x 0.5 cm in diameter and is fimbriated. Sectioning reveals a tan pinpoint lumen. The left fallopian tube is 5 cm in length x 0.5 cm in diameter and is fimbriated. Sectioning also reveals a tan pinpoint lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.